Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device revealed it was returned in a partially deployed state without a sheath. It was observed the plunger was fully depressed, the thumb advancer partially forward, a bent cutter, and fully deployed vessel locator wings. The cause of this event was due to operational context in use of the device. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a neurological procedure. Reportedly, the device failed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician's name was not provided and it is unknown if trained in the use of the starclose se device. Additional information was not provided.